Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received. The device was received in quality assurance and a visual examination was performed. It was noted that the l-hook was intact but, the distal end of the sheath was somewhat charred and melted. The reported condition is confirmed and attributed to the device coming into contact with a metallic object while the electrocautery was being applied.

Event description:
Procedure: lap cholecystectomy. Reportedly, during use sparks came off from the tip of the device. The user stopped using and there were no reported adverse effects to the patient.